Manufacturer narrative:
Evaluation summary: the device was received partially cycled. The instrument was returned with the cartridge cover cracked and separated from the shaft at the distal end. The instrument was cycled and the clips would not advance as the clips were stacked and jammed on top of each other at the distal end. No conclusion could be reached as to what may have caused the cartridge cover condition. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that the clips would not advance. Another like device was used. Procedure: prostatectomy. There was no pt consequence.